Event description:
The patient underwent a successful thrombectomy procedure in the left internal carotid artery using a penumbra system 5max ace reperfusion catheter, penumbra system 3max reperfusion catheter, penumbra system 3max separator, and a penumbra system 5max separator. Following the procedure, magnetic resonance imaging showed evidence of right-sided cerebral infarcts with an uncertain relationship to the penumbra system and angiographic procedure, and a possible relationship to the index stroke. The patient expired due to progression of index stroke.

Manufacturer narrative:
Conclusion: potential adverse events with the penumbra system include acute occlusion, death, device malfunction, emboli, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, dissection or perforation and are included in the labeling. Therefore, it was determined that the reported event was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00057, 00059 and 00060. The hospital discarded the devices.